Event description:
It was reported through literature that a 12-year-old girl (height 138 cm, weight 28.9 kg, body surface area 1.07 m²) was diagnosed with dilated cardiomyopathy, complete atrioventricular block, and left subclavian vein occlusion due to thrombosis. The patient had previously been healthy but developed severe heart failure with complaints of malaise and fatigue. Despite medical treatment at a prior hospital, she remained dependent on catecholamines and was transferred to the institution two months later. After transfer, the patient's condition was refractory to medical therapy, and registration for heart transplantation was initiated. However, the transplant review board suggested the possibility that heart failure symptoms might improve with pacemaker therapy for the complete atrioventricular block that developed during the clinical course, and the decision was deferred. Given the high risk of acute exacerbation of heart failure during pacemaker implantation surgery, destination therapy (dt) approval was obtained, and heartmate 3 implantation and pacemaker placement were performed simultaneously the following month. Preoperative catheterization showed a pulmonary artery pulsatility index (papi) of 2.3, suggesting that right ventricular assist device (rvad) support would not be necessary. Based on the patient's body size, heartmate 3 implantation was considered feasible. As surgical modifications, the left pericardium was widely opened, and the device was accommodated within the left thoracic cavity. Excess driveline was positioned beneath the heart, and the outflow graft was anastomosed via a 10-mm prosthetic graft. The patient was weaned from cardiopulmonary bypass under nitric oxide inhalation, transitioned to heartmate 3 support, and the chest was closed to complete the operation. Postoperatively, the patient developed severe right heart failure, with central venous pressure (cvp) of 15¿18 mmhg and papi of 0.2, along with significant left pleural effusion. Persistent hypoxemia delayed extubation until postoperative day 7. Although elevated cvp and persistent pleural effusion continued, these improved following lymphatic evaluation, intervention for thrombotic occlusion, and device parameter adjustments such as reducing the rotational speed to the lowest level that avoided low flow alarms and increasing the heart rate using the pacemaker. Chest drains were removed on postoperative day 16, and she was discharged from the ICU on day 20.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.